Manufacturer narrative:
Based on the photos provided by the user, the device in question is not manufactured by avanos. No additional information will be submitted under report number 9611594-2023-00115. All information reasonably known as of 26-oct-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 14-aug-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : device not returned

Event description:
It was reported there was "possible feeding tube break. [Facility] noticed a foreign object on imaging for planned surgery. [Facility] does not have the feeding tube and they believe it was a 6.5 or 8.0 fr. There was also no report of damage by the caregiver that removed the tube. Risk management said the patient is scheduled for surgery next week and during the scheduled surgery they will remove the object. They stated that can't confirm it's feeding material." There was no injury reported. Additional information received, 09-aug-2023 stating the user facility clinicians retrieved the object from the patient and stated it was feeding tube catheter. The clinicians stated it was not a smooth cut but a jagged edge and it appears torn. The user facility will retain the device. Additional information received, 09-aug-2023 stating the patient is recovering well from the surgery.